Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿the patient did not wear a mask, the patient was very careless and did not maintain hygiene while performing pd¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same year as onset, the patient began treatment for the peritonitis with vancomycin, 2 grams, every third day, and fortum, 2 grams, once a day (routes were not reported). On an unreported date, the patient was retrained on aseptic techniques. On an unreported date, dianeal therapy was discontinued, the patient¿s pd catheter was removed and the patient was shifted to hemodialysis. At the time of this report, the peritonitis was not resolved, the patient¿s pd effluent was not clear, the patient was not recovered from the event and the patient remained hospitalized. On an unreported future date (stated as ¿in two weeks¿), re-catheterization of the patient was planned. No additional information is available.